Event description:
Ous MDR - the patient presented to the emergency department for inappropriate shock due to noise on rv channel (likely due to rupture of the rv lead). At a follow up, the ICD therapy was set to off (detected false vf). The patient declared that about a year ago they had a revision of the ICD pocket. The implanted system has been removed. The date of explant was not provided.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the received ICD device data. The manufacturing processes for these devices were re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The received device data have been analysed. In the available iegms noise was observed in the right ventricular channel which led to shock delivery. This is consistent with the clinical observation. However, the analysis of the received data did not show any indication with regard to an ICD malfunction.in summary, the devices were not returned for analysis. The review of the quality documents confirmed regular device manufacturing. Based on the analysis of the returned ICD data, no conclusion towards the root cause of the clinical observation can be drawn.